Event description:
This involves the baxa exacta-mix 2400 compounder. A valve for one the 25 ports apparently broke and, was letting the potassium phosphate on that port into all the bags that were being made when it should not have. Fortunately, it was caught when the pharmacy technician noticed the potassium phosphate needed to be replaced, and did not recall needing potassium phosphate in the previous bags pumped. The company was contacted and we are sending the machine to them for inspection. None of the medication bags made in error reached any patients.